Event description:
The customer reported that this defibrillator would not power on and had no ac or battery leds. There was no report of pt involvement.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.